Event description:
It was reported that the customer had a faulty sensor. Customer stated that the sensor passed the watertight test procedure. Customer was advised to remove the sensor from their body and the electrode was missing. Customer stated that it was pulled back into the sensor. Customer's mother stated that the sensors were bent and damaged. Replacement sensors will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.